Manufacturer narrative:
Service visited the site on (B)(4) 2011 and found that the cup was leaking on phosm module. The field service engineer (fse) replaced the phosm module.

Event description:
A customer reported to beckman coulter, inc. (Bec) that phosm cup on unicel dxc 800 synchron system was leaking. There was no effect to patient or user.